Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Adverse event report is being submitted due to symptoms related to diabetes - shaky. Note: manufacturer contacted customer in a follow-up call on 02-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for lo control test result. Customer was also concerned with high blood glucose test result obtained of 193 mg/dl and low pm blood glucose test results reported of 43 and 47 mg/dl. The results of 43 and 47 mg/dl could not be confirmed in the meter's memory. The customer¿s expected blood glucose test result range is: 115-120 mg/dl fasting am, 140-150 mg/dl fasting pm. The customer feels well and did not report any symptoms. Customer stated when he had obtained the results of 193 mg/dl and 155 mg/dl, he had felt low blood glucose symptoms; customer stated he had been jittery and was shaking. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/21/2021 and open vial date is 06/25/2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 02-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.